Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with 535cc mentor memorygel breast implant (date of implant (B)(6) 2015) developed capsular contracture associated with right breast implant baker grade IV. It was also reported the patient developed bilateral breast cysts (confirmed by mammogram, (B)(6) 2018). As a result, the patient underwent right breast implant removal and replacement with catalog#: 3505535bc; s/n: (B)(4) on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the patient¿s left-sided device.